Manufacturer narrative:
Date sent to the FDA: 11/16/2007. Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient with a recurrent cystocele underwent an anterior pelvic floor repair and a sling procedure on an unknown data. The uterus was left in place. Post-operatively, the patient developed vaginal pain and bleeding and was found to have a mesh exposure. The surgeon opines that, the underlying problem is that the mesh did not stay attached to the cervix, which he attached with a single suture. The surgeon further opines that the mesh then bunched up, causing a palpable banding across the anterior apical portion of the vagina which was painful. On an unknown date, the surgeon trimmed the mesh, after which more mesh appeared. The patient was referred to another surgeon who tried to remove the entire mesh and the sling device. It is unknown whether the removal of the devices did not occur, or if it was unsuccessful, but the patient experienced another mesh exposure.